Event description:
The customer reported the MRI scaled incorrectly causing the isocenter to be shifted following CT/MRI image fusion. No pt involvement has been reported - this report is based on a test phantom data set.

Manufacturer narrative:
Varian has reproduced the allegation using the original customer data set. Fused mr data misalignment with CT data is consistently encountered on data sets where the mr data has an empty ((B) (4)) seriesdate dicom parameter. While such mr data could be successfully fused with the corresponding CT data set, fusion results would be incorrect. While this customer's old phantom data set from 2007 is the first data set where the issue has been encountered, it is feasible to expect this issue in the field. ((B) (4)) seriesdate dicom attribute is a type 3 dicom attribute (not required). The large misalignment is obvious when blended CT-mr view is selected and the isocenter is misplaced on the 3d view and trace contour views. In the worst case scenario where the user proceeds to use the default mr only view settings. Performs planning on mr only and ignores isocenter misplacement in the 3d view and contour tracing slides, a significant misalignment of the plan to CT that is used as plan's system of reference on export and localization could result. Under these conditions, a geographic miss of the target could be the outcome, likely leading to a serious injury. Note that varian has, to date, received no reports of any injury due to this anomaly. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.